Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report chordae damage. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), prolapse and flail of the anterior leaflet. During a procedure with a mitraclip xt, when trying to place a second clip, the xt clip got caught on the chordae and was able to be removed. There was some damage to the chordae, and the mr had worsened. The same second clip was able to get past the chordae and was able to be implanted. The mr was reduced to grade 2-3. Though the gradient was at 6 mmhg, the physician was satisfied with the results. There were no adverse patient sequelae caused by the higher gradient or the xt device. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to remove (clip caught on chordae) was unable to be determined. The reported tissue injury is a cascading event of the difficult to remove (clip caught in chordae). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.